Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead exhibited loss of capture. The RV lead was found to be dislodged, which was confirmed by fluoroscopy. The atrial lead was subsequently explanted and replaced. The patient remained stable throughout the procedure.